Event description:
It was reported that a pt underwent an x-stop procedure at levels l3/l4 and l4/l5. Postoperatively, in the third or fourth week, the pt developed a foot drop. The foot drop symptoms continued for another two to three weeks before the pt contacted the physician. MRI and CT scans showed that the devices were in good positioning. On the scans postoperatively, a more severe disc herniation was noticed. Subsequently, the physician removed the device at l4/l5 and performed a mini laminotomy, a bi-lateral decompression, and a discectomy at l5. Reportedly, the physician determined that possibly the pt resumed activities which caused the disc herniation to occur. It was noted that there was no indication of worsening stenosis. No additional info was reported.

Manufacturer narrative:
Method - device was not returned; follow up with company representative.